Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: locking mechanism and scope detection slide do not function, causing the front panel to blink constantly (intermittently). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited locking mechanism and scope detection slide did not function, causing the front panel to blink constantly (intermittently). There was no patient involvement.